Event description:
Customer reported with an issue of cannot angulate sufficiently, (up) u angle down. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the forceps plug cap has been scraped off (channel malfunctions). This report is being submitted for channel malfunctions (forceps plug cap has been scraped off found on device evaluation).

Manufacturer narrative:
Device return evaluation was completed . The customer reported issue was confirmed. Device evaluation found angulation malfunction. The bending angle is insufficient due to the elongation of the angle wire. The universal cord found collapsed due to external factors. In addition, the forceps plug cap has was observed scraped off due to external factors. Furthermore, the following findings during inspection were noted on the device: wrinkles in the insertion tube due to external factors are observed. Scratches are found on the operation part due to external factors. Scratches are found on the switch box due to external factors. Scratches on the operation unit cover due to external factors are observed. Scratches are found on the grip due to external factors. The display on the grip is peeling off. There are scratches on the angle lever due to external factors. Scratches are found on the ud plate due to external factors. Scratches are found on the universal cord due to external factors. Scratches are found on the video cable due to external factors. Scratches are found on the video connector due to external factors. Scratches are found on the lg connector due to external factors. Scratches are found on the video connector case due to external factors. There are scratches on the ud angle fixing lever (sp) due to external factors. The display of the light guide (lg) connector is incorrect. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
A user facility reported to olympus the cysto-nephro videoscope (up) u angle down and cannot angulate sufficiently during an unspecified event. Upon inspection and testing of the customer returned device, it was observed the forceps plug cap has been scraped off (channel malfunctions). This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress, handling etc. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.